Manufacturer narrative:
The complaint of "during procedure, the cup broke off inside the patient. They were able to get the pieces out" is not confirmed. One 60-6085-201a was received in unopened original packaging. Please note that the device received was a sample from the lot in question. The actual device in question is not available for return or evaluation. The lot number was verified. A visual inspection of the device was performed, there were no obvious signs of abnormalities or defects. Performed a functional inspection of the device and it functioned as intended. The cup was attached like it should be, when trying to recreate the incident, the cup would not come off from the shaft without a lot of force which then removed the balloon and its components as well. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame 491,120 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU advises the user to reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the v-care, medium, item # 60-6085-201a, lot # 201812171 that occurred during a total hysterectomy on (B)(6) 2019 at (B)(6). It was reported only that "during procedure, the cup broke off inside the patient. They were able to get the pieces out. It is indicated that there was no injury or impact to the patient and the procedure was successfully completed with a 5-10 minute delay." Additional information received on 30april2019 indicates that the issue occurred during s laparoscopic total hysterectomy. It is noted that the balloon and cup were fully inserted and the cervical cup was sutured in place when this issue happened. The thumb screw was tightened as well when the issue occurred. The balloon was inflated when the v-care cervical cup slid off the shaft. Although the balloon was deflated when removed, no parts (cups or shaft) actually broke apart and all were removed intact. The procedure was successfully completed with the doctor removing the uterus manually through the vaginal canal. The patient has been discharged to home, no further patient condition was made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.